Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accutni) results that were generated by the access 2 immunoassay system, for one (1) patient. A patient sample was tested for accutni and a result of 15.67 ng/ml was obtained. The sample was re-tested and gave result of 8.70 ng/ml, 11.31 ng/ml and and 0.98 ng/ml. The sample was tested again at a later time on the same instrument and a result of 2.82 ng/ml was obtained. The sample was re-tested and a result of 1.28 ng/ml was obtained. The patient sample was then re-spun and tested on a different instrument and gave results of 40.52 ng/ml and 0.63 ng/ml. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in bd, non-gel, 13x75 lithium heparin tubes and were centrifuged at 3000 rpm for 10 minutes in a fixed angle centrifuge. The specimens were sampled from the primary tube. Qc and system check data was not provided. The customer sent patient samples to beckman coulter for investigation. The sample was tested for accutnl on two (2) instruments and results were in the range 0.10ng/ml- 0.11ng/ml. Dilution study indicated linear recovery and heterophile interference was not detected. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this analysis.